Manufacturer narrative:
Other relevant device(s) are: product ID : wr9200, lot# /serial# : (B)(4), product type: recharger . If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that wireless recharger searches, shows solid green light and then recharger beeps. Patient then said the wireless recharger just keeps searching for implanted neurostimulator (ins). Patient had ins implanted august17th and patient is learning how to use the recharger.  When leaving the hospital patient was at 100% and after 3 days patient was at 50%. Patient tried the recharging ins during troubleshooting with agent. The wr connected and then started beeping again and searching for ins. Patient states not having bandage on skin. Patient states having "some" swelling. Patient tried recharging ins again while on the call and it continued to connect and then disconnect or sometimes not connecting at all with ins. Patient tried with drape and without drape and still had same results. Therapy app showed ins was 50% charged. Additional information received from the manufacturer¿s representative (rep) reported the patient was still having the same issue where the wireless recharger connected with the implant, and then a couple minutes later it disconnected. Troubleshooting didn¿t resolve the issue so a request for a new one was made. Additional information was received from themanufacturer representative (rep) reporting that they tried another wireless recharger and had the same result. Also tried their legacy recharger and it said it was charging but with zero coupling squares blacked out. Patient held charger on for 4 hours and battery did not charge at all. They are going to see if the battery is flipped or implanted too deep. It was not thought the ins was too deep at the time of implant. The recharger connects for a few seconds and then starts searching/loses connection. Additional information was received that it appears that leads were not pointing the correct way; they should be pointing towards the sternum and looked flipped. The surgeon was able to flip the battery in clinic. They were able to establish a connection to the battery when pushing the battery medial towards the sternum and positioning the recharger outside of the sling over the battery. It seems like the battery may not be positioned well inside the pocket. The surgeons plan is to go back into surgery next tuesday and try to establish a recharge connection in the sterile field with the battery outside the pocket. If that works well then he will try to reposition the battery inside the pocket and make the battery more superficial. Additional information received from the manufacturer¿s representative (rep) reported the cause of the difficulty maintaining a connection could have been due to the pocket being too deep and the battery being very loose in the pocket as it had flipped at one point (which was confirmed-flip and being too deep). A battery replacement was performed on september 14th to a primary cell device as the patient didn¿t want to deal with recharging. When the battery was taken out of the pocket it was able to connect without issue.